Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified proximal left anterior descending artery. A 4.50mm x 6mm nc emerge balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.